Event description:
It was reported that intermittently the 9600+ system locks up and requires reboot to continue. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Identified the need to replace the at com pcb and the 386 motherboard. Identified components replaced. The system was tested and found to be working as intended and placed back into service.